Event description:
The manufacturer received information alleging a patient had a pneumothorax while using a ventilator. No specific malfunction of the device was reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. No malfunction of the device was found. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event log was reviewed and no errors were logged to indicate a malfunction of the device occurred.